Event description:
A customer reported to beckman coulter inc. (Bci) that datalink2000 data manager (dl2000) reported a false high potassium (k) result to the lab information system (lis). A patient sample was tested for k and a result of 9.0 mmol/l was reported to the lis. The result was released out of the lab. No additional information regarding this event was provided. It is unk if patient treatment was initiated or withheld based upon the false high k result.

Manufacturer narrative:
Based on available information, the specimen was hemolyzed, ("cherry red"). The dl2000 had rules configured to check the hemolysis index. If the index was >2, the dl2000 was programmed to stop the result for manual review. K result was printed with an oir high (instrument sends a dh flag). Since dh is an alpha character, not >2, the dl2000 did not stop the result for manual review and allowed the result to be analyzed against the auto-validation range. Since result of 9.0 mmol/l is within the auto-validation range, the result was uploaded to the lis. It was verified that the rule configuration on the dl2000 allowed this result to auto-validate and upload to the lis. It was determined the rule was configured incorrectly. The rule was corrected. An incorrectly configured rule is the root cause for this event.